Event description:
Additional information received identified that patient had an infection. The infection was treated with oral antibiotics. Issue was resloved with antibiotics and explant.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient experienced delayed wound healing at the ipg site. No infection was reported. No cultures taken and no antibiotics were prescribed. Surgical intervention was undertaken wherein the scs system was explanted.